Event description:
It was reported that high lead impedance was read at a follow up appointment during diagnostic testing. The treating physician programmed the patient's generator off and will not recommend the patient for revision surgery as the patient will enter a drug study. Furthermore, the treating physician does want to have the patient's generator explanted due to reports of pain in the chest pocket. The high lead impedance event was reported on MFR report # 1644487-2010-00202 along with the pain event. However, this report is being submitted for the reported pain as the event is not likely related to the reported high lead impedance. At the moment, no patient trauma or manipulation has been reported to the chest or neck area and good faith attempts to obtain additional information have been unsuccessful to date.